Manufacturer narrative:
UDI: unknown product code. The product was not returned for evaluation. Furthermore, the product code and lot number were not reported. As such it is not possible to evaluate the product or review the device history records. No action is required. At this time this complaint is considered to be closed. Should the product for this complaint be returned at a later date this complaint will be re-opened and an investigation will be performed.

Event description:
A pair of forceps broke during surgery. All pieces were present and did not break over patient. There were no reports of delay or patient harm.